Manufacturer narrative:
H3, h6: the real intelligence cori, pn: rob10024, sn: (B)(6) used for treatment was not returned to the designated complaint unit for evaluation, therefore, visual and functional inspections could not be performed. The product was not returned however the software files were downloaded from the device and provided for investigation. The screenshots confirmed two system console is bad errors when in the bur loading workflow. This is an occurrence of a known software bug. The "system console is bad" error message can occur when the user is in the bur loading workflow and the system times out. The timing out of the system "transitions" the system to a previously identified state, such as the handpiece connection state. However, because the system is transitioning and not in the correct state yet, it is considered to be in a bad state. Therefore, when commands in this workflow are called, such as homing, unlocking the bur, and locking the bur in this bad state, the "system console is bad" error is thrown. The user then exited the application. When going back into the case, an internal error occurred after each system console is bad error. Further log review found that this is a known software error. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports, this issue will continue to be monitored. As part of corrective actions, the software issue related to the system console is bad error has been corrected and released in cori-v1.4.3 software. The internal error occurrence when going back into the case is under investigation by the software engineering team.

Event description:
It was reported that, during set up for a cori tka procedure, on the bur selection screen, after plugging in the drill, they went to unlock the bur and there was a long pause before the system gave a "system console is bad". They pressed quit and then was presented with an internal error. They shut down and did a reboot and were able to get by without any errors. The case ended up being perfect with no issues. No other complications were reported.